Event description:
The customer reports items were damaged in transit. No additional information was provided.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. A photo was received and the device was evaluated by the manufacturer. A root cause analysis was conducted by the manufacturer to identify the cause of the reported failure. The assessment methods used included documentation, an internal review of the manufacturing process, and a complaint trend analysis. All products shipped for this part number were found to comply with manufacturing standards. The product arrived with a damaged carton, but the customer indicated they had already used it. It was concluded that the product itself was not damaged. The damaged shipping carton is likely due to mishandling during transportation by the transportation company. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.